Event description:
It was reported that the patient experienced difficulty inflating this inflatable penile prosthesis (ipp), and additionally, the device exhibited inflation issues. A surgical procedure was performed to remove and replace all the components, and no patient complications were reported.